Event description:
It was reported that when using the bd pyxis¿ medstation¿ es flex-lock latch failed, and the smart remote manager malfunctioned. Due to this, intravenous medications were inaccessible. The customer stated that this malfunction occurred while dispensing the medication. There were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI), concomitant med prod data. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that flex-lock on the osh-core 7 refrigerator was not closing all the way. The field service engineer (fse) replaced the latch and applied grease to the connectors to restore functionality. After servicing, the refrigerator was tested in hta and confirmed to be functioning correctly. The customer successfully inventoried medication, and a diagnostic test was performed to verify resolution. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es flex-lock latch failed, and the smart remote manager malfunctioned. Due to this, intravenous medications were inaccessible. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.